Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep discussed the sram part # and service prices with the bio-med. If they decide they want the part they will open a new service call.

Event description:
The customer reported that the c-arm will not boot. No patient injury was reported.